Event description:
During patient's generator replacement for battery depletion on (B)(6) 2016, the surgeon saw two small lead fractures with small amounts of fluid in the lead. As the surgeon was not prepared to complete a lead revision, he dried section of leads that were compromised and wrapped them in tegaderm. The leads were tested three times after and showed impedance between 2200-2300 ohms. It was reported that the family and the neurologist have been instructed to keep a close eye on the stimulation/seizures response. The surgeon would complete a lead replacement at a later date if needed but no known surgical interventions to replace the lead has occurred to date. The explanted generator was reported to have been discarded.